Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow up, r-wave amplitude variation and high impedance due to a lead dislodgment were noted on the right ventricular (rv) lead. The device was reprogrammed to deactivate the rv lead until a replacement procedure is performed. No adverse consequences were reported for the patient.

Event description:
Additional information received, the right ventricular lead was repositioned to resolve the event and the patient was stable following the procedure.

Event description:
Additional information received, the right ventricular lead was explanted and replaced to resolve the event.